Event description:
A programming error led to an overinfusion of propofol. The prescribed rate was 10ml/hr but the pump delivered at 100ml/hr. The rate of 100/ml was the rate of the previous infusion with the pump. The programmer of the pump did not realize their attempt to re-program the device was unsuccessful and they accepted and initiated the infusion with the previous programming in the pump. No lasting medical effects were reported.

Manufacturer narrative:
The device was tested by the bio-medical department at the user facility and was found to be operating within specification. The user facility put the pump back into service. A review of the device event log recorded the steps that led to the incident. The disposable set was misloaded. The pump sensed this and gave an alarm and error message. During this misload the user attempted to change the pump programming. The pump did not accept this programming and reverted to the previous rate.